Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. The pipeline was in a straight section when it failed to open.

Manufacturer narrative:
Product analysis (B)(4), item:10,lotno:b605255 ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned within a primary and secondary shipping box and an open pipeline flex outer carton. The phenom 27 catheter was returned separated into two segments. ¿ visual inspection/damage location details: the pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex pusher was not returned. One end of the pipeline flex braid was found open; however, the other end was found collapsed. Both ends of the pipeline flex braid were found damaged (frayed). No damage was found with the phenom 27 catheter hub or distal tip. The phenom 27 catheter strain relief was found damaged. The phenom 27 catheter body was found separated at ~7.0cm from the proximal end of the catheter hub; ~152.5cm from the catheter distal tip. The tubing material at the separated ends exhibited plastic deformation (jagged edges) indicating the catheter likely separated due to tensile failure. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. One end of the braid was found not open; however, the proximal and distal ends could not be identified. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The braid was deployed within a straight section of the vessel. In this event, it is likely that the patient¿s ¿severe¿ vessel tortuosity and the damage to the braid contributed to the reported event. Regarding the catheter separation of the phenom 27 catheter, the cause could not be determined as this issue was not reported by the customer. (Rosaj10 2025-08-15) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, there was difficulty opening the stent distally. The aneurysm was located in the ophthalmic region, was unruptured, and had a saccular morphology with a maximum diameter and neck diameter of 4.00 mm. Landing zone: distal: 4.28 mm and proximal: 4.28 mm. The vessel tortuosity was severe. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The device was resheathed and removed with the microcatheter. No medical or surgical intervention was needed to prevent permanent impairment. The event did not lead to or extend patient hospitalization. The angiographic result post-procedure showed no complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.